Event description:
Info received indicates the bed would set into brake but when the bed was bumped, it would pop out of brake.

Manufacturer narrative:
The technician found the brake detent mechanism was cracked. He replaced the brake detent to repair the bed.